Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and indicate an occlusion. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery. Vasculature was noted as 8.3mm, no calcification or tortuosity, and a depth deployment measurement of 3. No issues were reported advancing or withdrawing of the sheaths. Ultrasound and micro puncture were utilized to gain a centrally positioned access. Prior to deployment, activated clotting time (act) was 274 and protamine was administered. During deployment, the physician immediately pulled the device back to red. The IFU indicates in step 5 of deploying the device to maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure. Note that the tension gauge indicator will show a red zone when excessive force is applied. Following deployment, a post angiogram indicated an occlusion at the access site. Ischemia of the leg or stenosis of the femoral artery are indicated in the IFU as potential adverse events associated to the deployment of vascular closure devices. A contralateral wire was advanced and balloon inflations were applied. A follow-up angiogram showed reperfusion with no other complications. Hemostasis was achieved and the patient returned to recovery. The root cause of the occlusion was due to excessive pressure applied during the deployment procedure, likely pushing the collagen into the vessel. This was a new user, first time deploying manta, and the deployment procedure was re-reviewed, and proper tension, technique, and avoidance of red were discussed and reviewed following the completion of the procedure.

Manufacturer narrative:
Device will not return. An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: tavr procedure, 26mm valve. First deployment. Immediately pulled device back into the red during deployment. After deployment, angio showed total occlusion at the access site. A wire was advanced from the contralateral side across the occlusion. At this time a 8x40 balloon was advanced across the occlusion and inflated for 3 minutes. After the balloon was inflated, a repeat angio was performed and showed reperfusion with no other complications. Physician was walked through deployment steps again after the procedure and practiced proper tension and the importance of avoiding too much tension and avoiding deploying in the red.